Manufacturer narrative:
Not known at the time of filing. Analysis on the returned solera driver resulted in a physical damage failure being found through visual/physical examination. Analysis states that the tip of the driver has been broken off and is missing. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the tip of the driver broke off within the screw head. The piece was stuck in the screw and was unable to be removed. There was a less than 1-hour delay to the procedure and the no impact on patient outcome. 2018-12-09 (rep): there was no impact on patient outcome.

Manufacturer narrative:
Patient identifier received. Patient weight is not available from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the tip of the driver broke off within the screw head. The piece was stuck in the screw and was unable to be removed. There was a less than 1-hour delay to the procedure and the patient outcome is not known. There was no impact on patient outcome.